Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00302 on 15-dec-2021. Additional information (30-dec-2021): a siemens customer service engineer (cse) was dispatched to the customer site. Siemens noted that a loose clamp was found on the water pump and caused leaking. Services were performed on the atellica im 1300 analyzer, including replacement of the clamp and solved the issue. Siemens verified the performance of the analyzer and concluded that an operator can prevent accidental exposure in a clinical laboratory by adhering to laboratory procedures, and wearing personal protective equipment including including safety glasses, gloves, laboratory coats, or aprons. The atellica im 1300 analyzer operates as specified and required no further evaluation. Siemens updated section h6 (type of investigation, investigation findings, and investigation conclusions) to include a new code.

Event description:
The customer informed siemens that fluid splashed into a technician's eye while troubleshooting the atellica im 1300 analyzer. The customer noted the technician was not wearing the recommended face shield, and the event occurred while the technician inspected a leak. The technician went to the emergency room (ER) and tested for infectious disease, and the ER physician advised the technician to take anti-viral medication. There are no reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted the technician wore gloves but not a face shield. The technician stopped the atellica im 1300 analyzer because the water pressure was out of range. The customer noted no one slipped, tripped, or fell on the day of the event. Siemens is investigating the event.